Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal dialysis inflammation. The specific site was unknown. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified drug infusion (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient was recovered from the event. On an unreported date, pd therapy was withdrawn. No additional information is available as the reporter declined follow-up.